Manufacturer narrative:
It was reported by the customer contact that "upon inspection, the plastic chamber in front of bag was completely cracked and open in the back causing complete leakage". It was reported that due to this, a new foley was placed. A sample was requested to be returned for evaluation.it has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"The plastic chamber in front of bag was completely cracked and open in the back causing complete leakage".